Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low voltage and power cable disconnect alarms while using mobile power unit (mpu) or batteries. Interrogation in the clinic confirmed the low voltage alarms. The patient's batteries and clips were replaced on (B)(6) 2022 as due to the same alarms, but they did not resolve. The mpu was replaced on (B)(6) 2022. Log files captured power cable disconnects while using both the mpu and the batteries. These events were occurring on the white lead of the controller. The controller was exchanged on (B)(6) 2022, and the alarms were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and low voltage alarms were able to be confirmed via review of the log files; however, were unable to be reproduced during product testing. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (27sep2022 ¿ 29sep2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on 27sep2022 from 19:08:19 ¿ 28sep2022 at 00:35:01 and on 28sep2022 from 19:37:25 ¿ 29sep2022 at 05:15:30. The alarms occurred on the white power cable while connected to the mobile power unit (mpu) and were seen to drop the bus voltages when activated. The alarms cleared shortly after activating. The rsoc voltages on the white power cable were seen to be fluctuating when connected to battery power. These fluctuations caused atypical low voltage alarms to intermittently activate on 28sep2022 from 17:20:24 ¿ 17:22:11. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Another log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days (02oct2022 ¿ 06oct2022, 14oct2022per timestamp). Events captured on 14oct2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were active intermittently on 02oct2022 from 10:03:40 ¿ 10:10:14, on 03oct2022 from 14:18:10 ¿ 14:18:13, and on 04oct2022 from 16:21:20 ¿ 16:21:51. The alarms occurred while the controller was connected to the mpu and during power source exchanges. The alarms cleared shortly after activating. The driveline was disconnected on 06oct2022 at 09:08:55 and the controller was shut down at 09:09:39. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The system controller underwent continuity and insulation testing and did not pass due to increased resistances found in the wires. The controller power cables were cut open to inspect the condition of the underlying layers and fluid ingress was observed; however, no damage to any of the wires was found. The root cause of the reported events was unable to be conclusively determined through this investigation; however, the increased resistances are indicative of wire fatigue which may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were 8 batteries and 4 clips that were exchanged in (B)(6) 2022 to troubleshoot the low voltage alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.